Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a low blood glucose level of 2.2 mmol/l. The customer also experienced high blood glucose level of 20 mmol/l. The other relevant blood glucose level was 10 mmol/l. The customer was treated with food for low blood glucose levels. The customer declined the troubleshooting for low as well as high blood glucose. The insulin pump will not be returned for the analysis.